Event description:
It was reported that an unspecified procedure on (B)(6) 2022, it was observed that the hd epscp,4.0,30,167, mitek scope device had scratches on it. During an in-house engineering evaluation, it was determined that the device outer tube was bent/damaged and broken lenses in optical system. No delay or patient harm noted. The case was completed using a like device.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that "two scopes were found to have scratches in them." Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged. Distal tip damaged, shaver damage to distal tip, fibers sunken in. Illumination, distal tip fiber damaged. Image error, on camera, image cloudy/blurred. Moisture in system. Minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.